Event description:
The customer reported being in the emergency room for low blood glucose. The customer stated that before she was taken to the hosp, she passed out, and her blood glucose reading was 30mg/dl. Troubleshooting was performed. The down arrow button was not responding properly, and the numbers on display were scrolling. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.